Manufacturer narrative:
The reported malfunction was observed and attributed to loose battery pins. The loose battery pins were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another battery and continue treating the patient. Complainant indicated that the lifesaving activity with this patient was ended and the patient subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.